Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 103 (underdelivery) for lifecare 5000 plum products is approx. .00/million sets.

Event description:
Overdelivery noted during biomedical engineering testing. The pump was sent to the biomed department with a note stating, "the pump kept beeping occlusion alarms." During their testing, he noted the device infused at "6% over specifications limits" of +/-5%. There was no report of overdelivery or adverse events while the device was in patient use.